Event description:
Right ureteral stent placement on (B)(6) 2016 (6 (B)(6) multilength jj stent). The stent was being exchanged on (B)(6) 2016 and during the removal, it came apart and a portion was retained in the pt's right ureter. She was taken to the operating room on the same day to remove the broken piece and place a new stent.